Manufacturer narrative:
Findings: pump received with high stop current due to moisture damage on lcd board. Pump had cracked case at display window corners, reservoir tube, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 3.8mmol/l. The customer was advised we will send new batteries and new battery cap. The customer will try and callback and if not solved we need to replace the pump.